Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/07/2019. Evaluation: an empty opened overwrap, an empty opened foil and a suture piece were returned for analysis. During visual inspection of the suture piece, an extreme was cut; the other extreme was busted, and the filaments were opened. Additionally, body fluids were noted on the suture piece. A functional test was performed and the tensile force was above the minimum requirement. The opened foil was examined and no damage or defects were found. The product contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the returned sample, the assignable cause of performance breakage suture was suggested as an improper handling of the sample and the reported complaint was confirmed by external cause.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The following information was requested, but unavailable: please clarify what is meant by ¿the suture was opened at the time of its use.¿ was there any delamination with the package noticed? Was there any hole, tear or puncture in the package that compromised sterility? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in 2018 and a suture was used. During surgery, the suture dehydrated and easily broke. The suture was opened at the time of its use. There were no adverse patient consequences reported. No additional information was provided.